Event description:
The facility reported an infusion pump with failure code 500. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 500 was confirmed in the event history but could not be duplicated. Failure code 500 is a stuck key failure caused when a key becomes stuck or is pressed for more than 50 seconds. The device was returned to the customer fully operational.